Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the paddle lead was explanted and replaced with a penta lead. Abdominal/side pain is completely gone.

Manufacturer narrative:
Date of event is an estimated date.

Event description:
It was reported patient experienced a thoracic radicular pain from the implanted lead. As such surgical intervention is anticipated to address the issue.